Event description:
With this lot, patient has used half of box. Every other pen needle is dull and will not puncture the skin. The pen needle will bend.

Event description:
With this lot, patient has used half of box. Every other pen needle is dull and will not puncture the skin. The pen needle will bend.